Event description:
During use for a cardiopulmonary bypass procedure, the gas delivery module displayed the message "calibrate o2 sensor." There was no adverse consequence to the pt as a result of this event.